Event description:
It was reported that air in device occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). After the was introduced into the patient, air bubbles were noted coming from the hemostasis valve and the hemostasis valve could not be adequately tightened. The was removed and the procedure was successfully completed with a new was. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman access system (was) with the dilator in the sheath. The sheath, hub, and sheath tip were visually and microscopically inspected. Microscopic examination identified no damage to the hemostatic valve or threads of the hub and sheath. During functional testing, the device was able to be properly flushed with the hemostatic valve appropriately opening and closing and all air was purged from the device. Product analysis could not confirm the reported event of air within the device as the device was able to be properly flushed and no device damage was identified.

Event description:
It was reported that air in device occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and watchman access system (was). After the was was introduced into the patient, air bubbles were noted coming from the hemostasis valve and the hemostasis valve could not be adequately tightened. The was was removed and the procedure was successfully completed with a new was. No patient complications were reported.